Event description:
It was reported that the pt experienced a lack of therapeutic effect approx a month ago after a trip. The stimulation was very faint. She returned the device up to 5.0 v. Further information is being requested from the hcp.